Manufacturer narrative:
(B)(4). This report is for the second in a series of two consecutive product issues with the same patient. The first event has been reported under MDR# 3006425876-2015-00394. Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
It was reported that in oncology after inserting the PICC into the patient's left arm, the user was unable to secure the needle free connector to the lumen. As a result of the connection issue, leakage was found. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4). The customer returned a photograph of the distal luer hub and the injection site inside of a plastic bag. The physical sample was not returned. Examination of the photograph verified the components involved, but no other information could be obtained. The reported information was reviewed. However, a comprehensive investigation could not be performed because no sample was returned for analysis. The IFU for this product states to lessen the risk of inadvertent disconnects only securely tightened luer -lock connections should be used with this device and to follow the hospital protocol to guard against air embolism for all catheter maintenance. A device history record review was performed on the catheter, extension line and the injection site with no relevant findings. The potential cause could not be determined based on the information provided and without a sample. No further actions will be taken.